Event description:
Boston scientific received information that this lead had become dislodged in the rv. It was revised and remains implanted. It should be noted that the physician had difficulties implanting the lead. The field representative indciated that the patient may have dislodged the lead raising his arm. No allegations were raised and no adverse patient events occurred. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.